Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following event of the type 2 endoleak of the lumbar (non ¿ device related failure) with non endologix coiling procedure. The reported type 3b was unconfirmed. There was no evidence of a type 3b endoleak due to a large amount of streak artifact from multiple sac coiling's. The procedure related harms identified in the discharge summary dated (B)(6) 2019 were related to the non endologix coiling procedure done on (B)(6) 2019. The final patient status was discharged to a skilled nursing facility after a prolonged hospitalization of twenty-six days related to gastrointestinal complications of the coiling procedure. The prolonged hospitalization related to an ischemic bowel (symptoms starting prior to the endovascular reline) was most likely due to the coiling procedure. The large amount of coiling within the aortic sac most likely compromised blood flow to the bowel. The cause of the type 2 endoleak is most likely related to the patient¿s anatomy. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft, an infrarenal stent graft extension, two (2) suprarenal stent graft extensions and a limb graft extension to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial procedure, the patient presented emergently with flank pain and possible gi bleed. A type 3b endoleak was identified. It was reported that the patient was coiled for a type 2 endoleak (non device related) a week prior. An intervention was completed. The physician elected to reline the original implanted devices with another bifurcated stent graft. The intervention was successfully and the patient is doing well. It was reported that the 3b endoleak was mostly caused from manipulation during the repair and the recent coiling for the type 2 endoleak. More then 50 coils were implanted. Note: this patient had a previously reported event under 2031527-2015-00440 on (B)(6) 2015 for a type 3a endoleak. The physician elected to treat the patient with an infrarenal aortic extension.